Event description:
Caller reported a cartridge alarm with their tandem mobi pump, and their blood glucose level reached an unspecified high value exceeding 500 mg/dl. To manage this, the customer administered a corrective injection via multiple daily injections. The customer continued to use the pump for insulin therapy.